Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition; no physical damage. Labels were undamaged. Temper seal was missing. Performed functional check. Visually inspected the pump. Customer problem confirmed. The display shows "cassette attachment without detected latch change. Remove and reattach". The dso sensor is defective. However, the root cause could not be determined. As a result, the dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that after the cassette was locked the error message appeared: "cassette not inserted correctly". There was unknown patient involvement and unknown patient harm/adverse event reported.